Manufacturer narrative:
To date the device has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the equipment was not fitting correctly in the supply bag making it lose volume. There was no patient injury.